Manufacturer narrative:
Two (2) phaco tips were received in open blister paks for evaluation. Four (4) phaco tips were also received in sealed blister paks. A visual inspection was performed on all returned samples using 30x magnification. The condition of the tips (in the open paks) indicate they had been used and there was evidence of surgical residue. A wire would not pass through the phaco tips. The tips were found to be completely clogged between the ab hole and the hub. This type of blockage would render the intended function of the ab-hole that could result in corneal burn. The four (4) unused tips (in sealed paks) were found to be conforming. The device history records for the component lots were reviewed. The associated lots (10) were released based on company's acceptance criteria. There was evidence that the phaco tip was used and had been occluded during use. The occlusion occurred in the section between the ab hole and the hub. The ab hole was placed in the most likely area to reduce thermal injury when the tip is clogged during phacoemulsification. The surgeon is expected to stop the phaco immediately when there is no fluid flow observed. All phaco tips are 100% inspected by trained operators using 15x magnification at the end of the manufacturing process prior to release of the product. The phaco tip was obviously working during the tuning step at the start of the surgery, otherwise the tip would not have been used. No additional action is required at this time. (B)(4).

Event description:
A nurse reported the phaco tip had an occlusion at the beginning of a surgery. The tip was replaced with a second tip from the same box. This tip also had the same problem. The second tip was replaced with a tip from another box and the surgery was successfully completed. There was no patient harm reported.